Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report low blood glucose levels and wanted to confirm the device settings would suspend properly. The customer also reported a past hospitalization in (B)(6). The customer's blood glucose level was 39 mg/dl. The customer was advised on how to properly suspend and un-suspend the insulin pump. Nothing was replaced or returned for analysis.